Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Device not returned not eval.

Event description:
The rotaflow display showed : error, stop-inp during ECMO application. Complaint# (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow had fault display: error, stop-inp. As stated in the communication grid in complaint#(B)(4) (dated on (B)(6) 2019) the technician replaced the control panel and confirmed that the device ist working fine. Maquet gmbh requested the product in question for further investigation in the laboratory of the manufacturer on 2019-11-18. The returned product was received by the manufacturer on 2020-01-10. The rotaflow control board was investigated by life cycle engineering (lce) on (B)(6) 2020. As stated in the investigation report the malfunction could not be confirmed. The most probable cause of the described error is a defect at the ic23 that worsens when the device gets warm. Thus the reported failure "error, stop-inp" could not be confirmed. The event occured during treatment without harm for the patient. Therfore the device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint#(B)(4).